Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response. An additional call was received by our technical support (ts) engineers requesting option codes for reprogramming the unit's central processing unit (cpu). All request to verify if the unit was returned to service were not answered. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
Date of report: 16aug2021. There was no patient involvement.

Event description:
It was reported to philips by a customer that the unit had a backup alarm failure. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the unit had a backup alarm failure. The rse verified that the error code 1104 was in the significate log a few times. The biomed stated he reseated the power management pcba, and it went away, but during the pvt, it came back. The rse informed the biomed, per the service manual, that the recommendation is to replace the cpu pcba and provided the part ID & price. It is unknown if any part or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.